Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 is having constant low minute volume. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Service was not able to verify the reported problem. All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 60 hours of extended testing with no unusual alarms or conditions occurring. Vent passed troubleshooting final test which includes many alarm and ventilation functions.